Event description:
The shunt was implanted on 5/15/96. On 2/7/98, a fracture of the distal catheter was observed at about 3.5cm distal from the valve. The 3.5cm piece of catheter above the fracture was left on the valve and connected with a connector to a new distal catheter. Three months later, on 5/15/98, a new rupture of the remaining 3.5cm piece of the orginal catheter which was left on the valve was observed. The second fracture is reported on mfg. Report #2021898-1998-00069.